Event description:
The medtronic ipg was explanted for an unknown reason on (B)(6) 2023 by dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).